Event description:
It was reported that earlier this year the right ventricular (rv) lead had a steady increase in pacing impedances from 400 to 800 ohms. Additional information recently reported that this lead was now surgically capped and replaced due to high pacing thresholds. No additional adverse patient effects were reported.